Manufacturer narrative:
The device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during an implant procedure, this device had good electrical measurements. Defibrillation threshold (dft) testing was performed. Following the dft testing, the patient became hemodynamically unstable and resuscitation was attempted for 45 minutes. The patient died. A pulmonary embolism was suspected to be the cause of the death. The physician reported it was unknown whether the patient's condition or the procedure contributed to the embolism. The cause of death could not be confirmed, as no post mortem examination was performed.